Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "rupture and lymph node silicone granuloma with necrotizing lymphadenitis" and "small nodule" as reason for complaint. The pathology report showed "lymph node silicone granuloma, accompanied by necrotizing lymphadenitis and focal t lymphocyte hyperplasia", "two enlarged lymph nodes were observed in the axilla, confluent, and ring-like in nature.". Immunohistochemistry showed "ck (-), cd20 and pax5 b lymphocytes (+), cd3 and cd5 t lymphocytes (+), cd21 and cd23 fdc network (+), cd10 germinal center (+), bc1-2 outside the germinal center (+), bc1-6 germinal center (+), mum-1 plasma cells (+), alk (-), s-100 (-), cd1a (-), cd68 histiocytes (+), c-myc scattered a little (+), cyclind1 scattered a little (+), cd30 scattered a little (+), ki-67 germinal center approximately 80% (+) and outside the germinal center approximately 30% (+). In situ hybridization showed: eber (-)". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphoma alcl, granuloma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphoma alcl, granuloma, and lymphadenopathy.

Event description:
Healthcare professional reported "rupture and lymph node silicone granuloma with necrotizing lymphadenitis" and "small nodule" as reason for complaint. The pathology report showed "lymph node silicone granuloma, accompanied by necrotizing lymphadenitis and focal t lymphocyte hyperplasia", "two enlarged lymph nodes were observed in the axilla, confluent, and ring-like in nature.". Immunohistochemistry showed "ck (-), cd20 and pax5 b lymphocytes (+), cd3 and cd5 t lymphocytes (+), cd21 and cd23 fdc network (+), cd10 germinal center (+), bc1-2 outside the germinal center (+), bc1-6 germinal center (+), mum-1 plasma cells (+), alk (-), s-100 (-), cd1a (-), cd68 histiocytes (+), c-myc scattered a little (+), cyclind1 scattered a little (+), cd30 scattered a little (+), ki-67 germinal center approximately 80% (+) and outside the germinal center approximately 30% (+). In situ hybridization showed: eber (-)". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Healthcare professional additionally reported lymphoma-alcl was not confirmed, hence unreporting the previously reported lymphoma-alcl. Also, h7 and h9 should not have been reported in the initial emdr.

Event description:
Healthcare professional additionally reported lymphoma-alcl was not confirmed, hence unreporting the previously reported lymphoma-alcl. Device has been explanted.